Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 82-year-old female patient underwent high risk percutaneous coronary intervention (hrpci) with impella cp support via right femoral arterial access. The patient¿s pre support clinical condition was consistent with scai shock stage a. During initial sheath placement; resistance was encountered while advancing a 25 cm peel away introducer. Per the physician, the longer peel away introducer was exchanged for a shorter peel away introducer. Following impella support and subsequent device explant on (B)(6) 2026 at approximately 6:00 pm, a retroperitoneal (rp) bleed was identified. The patient received packed red blood cells (prbcs) for blood loss management. The physician attributed the rp bleed to the introducer/sheath placement rather than to pump malfunction. Tortuous anatomy was noted as a patient condition. There was no reported patient movement during support. Anticoagulation monitoring, antithrombotic therapy, hemostasis method, and estimated blood loss were reported as unknown. The impella device was not removed due to a failure mode, and no device malfunction was alleged. The pump was not available for return; however, return of the pump and introducer was indicated. The patient survived the event and survived at explant. The reported patient injury appears to be related to the procedure and access technique rather than device performance. The patient survived, received blood products, and did not require device removal due to failure. Device outcome involvement was assessed as no involvement. The device will not be returned, without device return, involvement cannot be fully assessed without product evaluation.

Manufacturer narrative:
Major bleed/ asae: the cause of the bleed was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had tortuous anatomy preventing successful delivery of impella.